Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency department due to alert tones from the implantable cardioverter defibrillator (ICD) device. An interrogation revealed the device therapies were not all turned on and the device alerted. The device was reprogrammed on. The device remains in use. No patient complications were reported as a result of this event.